Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: nausea. Meter and test strips were not returned for evaluation. Retention testing not performed as test strips are expired. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). The customer reported feeling nauseous; medical attention was not needed at the time of the call. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the closet. The test strips are expired: manufacturer¿s expiration date is (B)(6) 2023 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly.